Event description:
During an ercp procedure to place multiple biliary stents, the physician used three cook endoscopy oasis - one action stent introduction systems. Once the stent was in place, the user experienced difficulty removing the guiding catheter with all three introduction systems. The physician was required to pull extremely hard, causing the device to stretch and break near the handle. The procedure was able to be completed and the stents were placed successfully. Nothing had to be retrieved from the patient. The patient did not require any additional procedures due to this occurence. There were no adverse effects to the patient due to this occurence. See "additional information".

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve month complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the affected devices were not returned to cook endoscopy for evaluation. A definitive cause for the reported observation was unable to be determined. The information provided indicated all three introducers were used during the same procedure to place multiple stents in the patient. After a review of this information with clinical personnel, we can advise that placing multiple stents in the biliary duct could have contributed to the reported resistance in guiding catheter removal. If excessive pressure was applied in an effort to remove the guiding catheter from the stent after resistance was encountered, this could have resulted in stretching of the catheter and separation of the guiding catheter and handle, as reported. Prior to distribution, all oasis stent introducers are subjected to a visual inspection to ensure device integrity. The device is visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The appropriate personnel have been notified of this type of occurrence for further investigation. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.